Manufacturer narrative:
Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on 16 aug 2016 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and confirmed the reported issue. An intermittent/fragmented image occurred when the cable was manipulated. The baton was scrapped and a replacement was sent to the customer. It is likely that the age of the device, three (3) years and six (6) months, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would change color whenever the cable was manipulated. There was no visible damage to the equipment. A delay in the procedure of 30 seconds occurred while another glidescope was obtained. No harm to the patient or user was reported.